Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath her right arm on the left side from the garment. Irritation turned into a blister. No reports that the blister was open or weeping. The patient was given a prescription of silver sulphadised cream ssd 1% from their radiology physician. During a follow-up, it was reported that the patient's irritation improved.